Event description:
Information received from the onyx davf (dural arteriovenous fistula), subject: (B)(4). On (B)(6) 2014, it was reported the patient experienced focal neurological deficit: left sided hemiplegia post embolization. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic received a report of a patient developing left hemiplegia due to occlusion of the draining vein and residual fistula after onyx embolization procedure. The arteriovenous fistula (avf) was located in the parasagittal, bilateral, close to the superior sagittal sinus. The anatomy was very dilated with tortuous arteries and veins. The patient had high bleeding risk as a result of the cortical reflux through the dilated vein. Heparin was used prior to the procedure. The physician believes the hemiplegia occurred as a result of the onyx diffused into the fistulous point occluding completely the draining vein, while a residual fistula remained. Post procedure the computed tomography (CT) scan was taken revealed the event described. The patient was then transported to the intensive care unit (ICU).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was consumed in the event; therefore, the event cause could not be determined.the other device involved in the event is as follows:model: 105-7000-060, lot: 9941238, dom: 16 jul 2014, exp: 16 may 2017. (B)(4).